Manufacturer narrative:
Medical device expiration date: unknown. The reported lot# 2078396 was not found for the reported catalog # 382523. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the bd insyte¿ autoguard¿ bc shielded IV catheter leaked around the hub. The following information was provided by the initial reporter: "multiple pivcs are having issues. The 22ga are bleeding around the insertion site, leaking around the hub."

Event description:
It was reported that during use the bd insyte¿ autoguard¿ bc shielded IV catheter leaked around the hub. The following information was provided by the initial reporter: "multiple pivcs are having issues. The 22ga are bleeding around the insertion site, leaking around the hub."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2018396. D4: medical device expiration date: 31-dec-2024. D10: device available for eval: yes. D10: returned to manufacturer on: 01-jun-2022. H4: device manufacture date: 18-jan-2022. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 250 units of the of 22gx1.00in insyte autoguard blood control devices. Based on the reported issue, leakage and threading difficulty was experienced while using the device. A pen & drag and leak tests were performed. A sampling of 125 units were randomly pulled to be tested for needle penetration force. 124 units passed the penetration test. The catheter tip of unit number 66 was further inspected for the defective unit. Damage could be observed per the microscopic inspection. This type of damage is likely to occur during manufacturing as the device was sealed in the package. During manufacturing, poor catheter tip integrity or incorrect tip geometry can be caused by incorrect die and/or mandrel, die and/or mandrel does not meet specification, incorrect die or mandrel set-up and installation, worn die or mandrel, dirty die, bad die electronics, process not set within process parameters, and catheter not dry. A leak test was then performed where 124 units passed the leak test except for unit 114. Microscopic inspection of the catheter assembly revealed that the catheter had a tear near the metal wedge. Given the location of the tear and the fact that the device was sealed, this defect also most likely occurred during the manufacturing processes. A station misalignment during the cannula insertion process could allow for the cannula to ¿catch and nick¿ the catheter resulting in the observed tear. A device history record review showed no non-conformances associated with this issue during the production of this batch.